Manufacturer narrative:
This complaint has been confirmed. Evaluaton of the exterior surfaces of the pump including the septum did not reveal any anomalies. Normal usage with several needle penetration marks were seen on the silicone septum material. The catheter was tied at the distal end. There were no holes, cuts or tears on the silicone catheter. Approximately 7 mls of clear yellow fluid was collected when emptying the reservoir. There was no resistance felt when flushing the bolus pathway/catheter with fluid, clear fluid with white particles was collected. The pump was filled with 30mls of bacteriostatic water and placed on flow test. This pump did not flow following normal start-up procedures or after increasing the water bath temperature to 80 celsius. This pump did not flow. Examination of the capillary tube revealed air throughout the flow path. It is likely that the pump was allowed to run empty while implanted resulting in airlock-up , however; this could not be confirmed. It is also possible that the drug precipitated (as evident when flushing the bolus path/catheter) and blocked the flow path. There were no leakes noted when filling or pressurizing the pump with fluid. This pump is leak tight. Based on the results of this investigation no follow up is required. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.

Event description:
Therex-pump is delevering less quantity of drug as expected / calculated. A control of the connected catheter was performed and no failure could be detected. Thus the surgeon decided to explant the pump and replace it by a new one.